Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. Programming adjustments were made, however, the issue did not resolve. In addition, the recipient was given steroid injections, however, this only provided temporary relief. The recipient ceased device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain may be of a psychological nature. The recipient was given a referral for pain management and psychological therapy. The recipient will remain a non-user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.